Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple pockets failed in drawer 5. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets were failed in drawer 5. A field service engineer shut down the station and removed the back panel. Disconnected and reconnected the row board cable from the drawer control board. Manually ejected the drawer and replaced row board d to resolve the issue. Secured the back panel and powered the station back on. Performed functional testing in the station application with successful results. The system functioned as intended after the field service engineer repaired the device.